Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states "early or late postoperative infection and allergic reaction. Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ date implanted - unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01077 & 01078).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. A revision procedure was performed on an unknown date to remove and replace the modular head for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2014, due to patient allegations of pain and a cobalt allergy. The modular head was removed and replaced.